Manufacturer narrative:
The associated journey femoral impactor bumper was not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. The manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. The impactor bumper was manufactured in 2008, which suggests it has been in use for some time. The bumper is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; and smith and nephew will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a tka procedure, pegs broke off block trial. No delay. Backup device available. No injury or impact to patient reported yet.